Event description:
The analyzer posted "luminometer data is invalid" codes. The customer had not been performing signal reagent probe cleaning. This scenario is consistent with a malfunction that could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of pt harm as a result of this occurrence.